Event description:
It was reported via repair work order that the brakes will not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes will not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brake and steer could not be engaged. The brake and steer function could not be engaged from the side control pedal. However the brake and steer function could still be engaged at the head end of the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.